Manufacturer narrative:
.

Event description:
Doctor used a 2.0 anatomage pilot drill and drill 2/3 of the length of implant #12. He suspected something was wrong so he stopped at about 2/3 the length of the implant. Doctor then stopped the drilling and took an x-ray to find that if he proceeded with the 2.0 drill to full depth, he would have hit the apex of root #11. Doctor took off the guide and freehanded the #12 successfully.